Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during testing the device alarmed with tf 8912. A proper pressure could not be generated in the intellicuff line.

Manufacturer narrative:
During a testing of the ventilator with the intellicuff (no patient's involvement), the user could not generate proper pressure in the intellicuff line during testing. G5 cuff pressure controller board (part number 159606) was replaced to solve the issue.